Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Performed pump manual prime. Visual fluid flowing through infusion set and out catheter tip. Conclusion: reservoir not occluded.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer treated their blood glucose with manual injections. The customer did not mention any symptoms of high blood glucose levels. The customer returned the product for analysis.